Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level found that the fracture was located at the driver¿s distal tip. A fracture analysis report was conducted on the returned device. It was noted plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the screwdriver #279712400 broke inside the screw head during screw insertion. It was long screw (9x100mm) and although the surgeon did use a tap prior to screw insertion, the bone was hard and the tip broke before the entire screw was inserted. The surgeon had to cut the screw and left it in the patient. Another screw was placed next to it (it was in the pelvis). No patient consequence. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.